Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to pass to the target vein and was consequently explanted and replaced. The physician chose a different lv lead that was able to reach the target position but "couldn't be fixed well." It was noted the lv lead continued to dislodge during the procedure and that the operation had lasted for several hours, so the physician decided to discontinue the operation. The lv lead was explanted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).